Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed. And the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (model unk). Peri-procedure the patient was anti-coagulated with angiomax. Following the procedure, the physician, who is not a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that after a 3 minute hold, the patient continued bleeding. Manual compression was applied for 43 minutes, at which time hemostasis was achieved. The patient was discharged home the same day ((B)(6) 2012) of procedure.